Event description:
Pt fell at home requiring an orif in 2001 for a left intertrochanteric fracture. Apparently pt had ambulated too soon and developed pain in their left hip. X-rays revealed cutout of the screw through the head of the hip. Revision surgery was performed 25 days later.